Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had difficulty charging the ins. They will get the recharger to excellent connection and then without moving it will go back to searching. The patient also reported sensations while recharging. They are feeling shocking at the pins on the recharger. This occurs with or without the belt on and occurs every time they charge their implant. The screen they see on the handset is searching for device when they feel this. They tried to put a thin piece of material over the entire back side of the recharger which resolved the shocking sensations. On the call the patient also saw the 1707 error code. The following troubleshooting steps were performed: see knowledge article questions for additional details regarding discomfort while charging, recommended using recharger over a thin layer of clothing, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger, located the ins by looking for incision and/or palpating the ins. The patient can't feel where their implant is located but can only feel the scar. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and get in person education with charging. Additional information was received from the patient. They reported that the cause of the difficulty maintaining a recharge connection was not determined. They planned to have the implant removed/replaced; they had not been able to successfully recharge the implant for some time. They were working on scheduling the replacement procedure. They noted they did not know if the sensation was only felt during recharging sessions and that no layer of clothing was used, part of the recharger surface was in contact with their skin. They also reported they used the belt, which did not resolve the sensation.